Manufacturer narrative:
Concomitant medical product: d284trk crtd, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. During explant of the right atrial (ra) lead, the superior vena cava (svc) was perforated. Emergency procedures were performed and the patient was stabilized. No further patient complications have been reported as a result of this event.